Event description:
Occurrences where central station monitors cease to function for several mins then automatically reset have continued. Siemens has identified lack of operating system memory space, and selection of key strokes in "illogical" order has two causes of some "resets". The causes for the most recent resets have not been determined.

Event description:
Add'l info rec'd from MFR 10/9/01: this report reflects an incident, which was reported to svc organization on 12/21/01. At that time, the incident was reviewed and determined "non-reportable". An investigation into the reported incident could not uncover any software or hardware design related conditions, which would have contributed to the central monitor pc reset. It was determined that MFR's svc group would continue to monitor this site closely. More than two months had passed, before it was reported again to MFR that another series of pc resets had occurred a couple weeks apart. In review of these multiple resets overtime, MFR re-assessed the situation determined the problem to be "reportable". MFR subsequently submitted a medwatch report on 4/12/01. These incidents were cause for concern, because they were recurring randomly overtime. MFR was not however, hearing recurring reports of this condition elsewhere. Actions taken to investigate this situation included a site visit by rep from engineering development and technical support groups, in an effort to troubleshoot the problem and collect info, which may be unique about this setup. MFR observed that the two cpu's involved were being utilized to their full capacity, on a consistent basis. It was also observed that there was performance degradation, which may result from a race condition, when users execute commands in succession, prior to previous operations being completed. After further evaluation of hardware revealed no deficiencies, MFR reached an agreement with this institution to upgrade the product software in their multiview cnetral monitoring stations. The current version (vf1.1) of MFR's multiview workstation product software contains performance enhancements and extended watchdog timer timeouts, which are considered relative to the performance degradation observed. This upgrade was completed in august. At this time, MFR is investigating a new report of a pc reset at this site, in september. MFR has since installed in their systems, a diagnostic software program to record the process load and memory consumption. MFR is working closely with the site tech and will collect this data over a period of a few weeks. This action is necessary to help MFR determine the root cause of these unique and random resets and to provide the customer with a long-term solution. The results of MFR's investigation will be reported in a supplemental medwatch report.

Event description:
Add'l info rec'd from MFR 10/05/01: MFR received letter concerning the attached voluntary medwatch report (no. Mw1021759), submitted to the FDA. This report reflects an incident, which was reported to it's service organization on dec 21, 2001. At that time, the incident was reviewed and determined "non-reportable". An investigation into the reported incident could not uncover any software or hardware design related conditions, which would have contributed to the central monitor pc reset. It was determined that MFR's service group would continue to monitor this site closely. More than two months had passed, before it was reported again to MFR that another series of pc resets had occurred a couple weeks apart. In review of these multiple resets overtime, MFR re-assessed the situation determined the problem to be "reportable". MFR subsequently submitted a medwatch report on april 12, 2001. These incidents were cause for concern, because they were recurring randomly overtime. MFR was not however, hearing recurring reports of this condition elsewhere. Actions taken to investigate this situation included a site visit by reps from MFR's engineering development and technical support groups, in an effort to troubleshoot the problem and collect info, which may be unique about this setup. MFR observed that the two cpu's involved were being utilized to their full capacity, on a consistent basis. It was alos observed that there was performance degradation, which may result from a race condition, when users execute commands in succession, prior to previous operations being completed. After further evaluation of hardware revealed no deficiencies, MFR reached an agreement with this institution to upgrade the product software in their multiview central monitoring stations. The current version (vf1.1) of its multiview workstation product software contains performance enhancements and extended watchdog timer timeouts, which are considered relative to the performance degradation observed. This upgrade was completed in august. At this time, MFR is investigating a new report of a pc reset at this site, in september. MFR has since installed in their systems, a diagnostic software program to record the process load and memory consumption. MFR is working closely with the site technician and will collect this data over a period of a few weeks. This action is necessary to help MFR determine the root cause of these unique and random resets and to provide the customer with a long-term solution. The results of MFR's investigation will be reported in a supplemental medwatch report.